Manufacturer narrative:
On 16-jan-2020, mentor received additional information regarding date of implant: doi updated to on (B)(6) 2010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jan-2020, mentor received additional information that the patient¿s date of birth is (B)(6) 1977; the patient was 42 years old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant and generalized illness. During visual analysis of the sample was found ruptured. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a 375cc mentor memorygel breast implant (on left) and an unknown mentor gel breast implant (on right) and experienced postoperative left-sided rupture and unexplained systemic symptoms, including general tiredness and muscle ache. As a result, the patient underwent unilateral explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.